Manufacturer narrative:
Date of event estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing discomfort at her ipg site due to its location. As a result, the patient's ipg was relocated via surgical intervention on (B)(6) 2020. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.